Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced ail, rear case, bezel, front case, non alaris iui. The proximate cause of the reported issue was due to customer damage of the ail sensor assy for corrosion. A review of the device history record for s/n (B)(4) was performed from 6/21/2005 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device experienced error codes/messages.